Manufacturer narrative:
Vyaire complaint : (b)(40. At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the uim on the avea ventilator is flashing on start-up. The customer advised there was no patient involvement.